Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device is causing the customer to breathe hard in the middle of night and the customer needs to take deep breaths. In addition, the customer alleges waking up several times throughout the night to turn the device on as it shuts off on its own. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device is causing the customer to breathe hard in the middle of night and the customer needs to take deep breaths. In addition, the customer alleges waking up several times throughout the night to turn the device on as it shuts off on its own. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient indicates there is no allegation of particles or residue in the device.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device is causing the customer to breathe hard in the middle of night and the customer needs to take deep breaths. In addition, the customer alleges waking up several times throughout the night to turn the device on as it shuts off on its own. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the multiple attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Section h6 updated.